Manufacturer narrative:
The pump was received with scratched display window cover, minor scratched lcd window, cracked keypad at select button, minor scratched lcd window, keypad overlay texture damage, missing reservoir tube o-ring and missing retainer. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their reservoir connection being broken. No further information provided. The pump was received with scratched display window cover, minor scratched lcd window, cracked keypad at select button, minor scratched lcd window, keypad overlay texture damage, missing reservoir tube o-ring and missing retainer. Unable to perform displacement test due to missing retainer.